Event description:
The customer reported that the ventilator alarmed with blower temperature high error. The customer reported that the unit was in use on patient , but there was no patient harm reported.